Event description:
It was reported that during a laparoscopic gastric banding procedure, the trocar was leaking air. Another trocar was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Duckbill out of position. The device was received with the duckbill detached and missing. Although it is unknown what may have caused the duckbill to become detached, please note this could potentially be related to an excessive bending load while the surgeon is manipulating inserted devices. However, a corrective action has been initiated to address the root cause of the finding. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.